Manufacturer narrative:
The nurse call system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. The hillrom voalte nurse call system provides visual and/or audible event alert notification via designated communication devices (nurses console, patient room dome lights, mobile phones (if applicable)). Notification of calls is configured with the naming convention, audio and /or visual displays based on the customer preference at the time of initial integration. Configuration changes may also be performed by hillrom technical support thereafter upon receipt of customer request. Troubleshooting into the reported issue was unable to find any rooms named MRI or any room numbers called 1468 or 1470 for the 1st floor units in the server. Multiple attempts were made to obtain the correct room number from the customer with no response. Although there was no patient injury reported, if the alleged malfunction of mislabelled code blue alarms showing the wrong room number were to recur it could result in serious injury or death, therefore, hillrom is reporting this event. If any additional information is received it will be submitted in a supplemental report.

Event description:
The customer reported that code blue alarms were mislabelled, and showed the wrong room number(location: 1st floor, mri1 & mri2, rooms 1468 & 1470). It was additionally reported the issue was found during testing of the system. This incident was captured under hillrom complaint (B)(4).